Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, was being used during a total cystectomy on (B)(6) 2020 when the surgeon was trying to close the incision and felt something hard over the abdominal wall. The surgeon, using his finger, touched broken fragments of the device. The fragments were removed and compared to the device to assure all fragments were retrieved. The procedure was completed as planned. This caused a 5-minute delay. There was no report of injury to the patient or the user. There was no medical intervention or hospitalization due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the distal tip of the trocar is broken in multiple pieces. At this time the root cause of the event cannot be determined, but based on the evaluation and photos provided, a likely cause of this issue is the device was mishandled by the user and damaged. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 24 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: warnings: -failure to properly follow the instructions for use can lead to serious surgical consequences. Precautions: -if using the optional sound cap: -use caution when inserting a sharp or large device through the cannula -inspect the sound cap after use for physical damage of any kind. -use extreme caution during airseal access port insertion. Improper use of this product can results in life-threatening injury to internal organs and vessels. This issue will continue to be monitored through the complaint system to assure patient safety.